Manufacturer narrative:
Integra has completed their internal investigation on (B)(4) 2015. The investigation included: methods: evaluation of actual device. Review of device history review. Review of complaints history. Results: the connection between the two pieces of the laparoscopic tip (gold half and silver half) is loose device history record reviewed for this product ID lot # tl-317664 manufactured on september 24, 2014 show no abnormalities related to the reported failure. This device passed all required inspection points with no associated mrr¿s, variances or rework. A two year look back in trackwise for this reported failure and or related to "silver piece and gold piece coming loose " for this product ID shows that 2 complaints were received including this case. No new design or manufacturing trends have been identified. This issue will be monitored. Conclusion: root cause failure for the connection of the two halves of the tip being loose is that the tip was not properly torqued. The exact reason for the failure could not be conclusively determined, but could be due to the tip not being torqued before use or the tip torque tool incorrectly torquing the tip

Event description:
There was an abnormal sound from the tip. The user found that the connection between the silver piece and the gold piece was coming loose. The product problem occurred when it was tested before surgery. There was no patient injury. It was replaced with another tip.